Manufacturer narrative:
(B)(4).

Event description:
The customer is requesting a replacement of the AED device due to a failed self-test. There was no negative patient impact.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.